Event description:
On 03 jul 2015 the patient's wife reported the patient experienced abdominal pain on (B)(6) 2015 after a peg tube was placed. The patient was transported to the hospital. On 07 jul 2015 the patient's wife reported the patient had a fall at home on (B)(6) 2015 and fell on his abdomen. The patient went into the hospital due to the fall and abdominal pain. He was released on (B)(6) 2015. He received intravenous fluid. No antibiotic was given. The patient had experienced shortness of breath due to the pressure he felt from his abdomen from the pain. The patient had an abdominal and chest x ray. Results were normal. The tube was in the right place. The patient was sent home with oral pain medication. The patient began duopa titration on (B)(6) 2015 and experienced abdominal pain. On 09-jul-2015, it was reported that the patient was admitted to the hospital on (B)(6) 2015 due to the abdominal pain and developed abdominal abscess. The patient will need drainage of the abscess. On 13-jul-2015 a nurse from the neurologist office reported to abbvie that the patient remained in the hospital and was being treated with an antibiotic and had a drain put in. The nurse did not know the name of the antibiotic or the type of drain.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was manufactured by abbvie. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been manufactured by abbvie. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the other number field is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. If tubing involved in this event was manufactured by abbvie, there are no anomalies with the abbvie peg tube that would contribute to the event reported. If any further relevant information is identified, a supplemental medwatch will be filed.